Manufacturer narrative:
Investigation of this report is currently in progress. The customer reported that at this time, the sample is not available for evaluation. If a sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 10/24/05, nellcor puritan bennett received a report that a 6dct tracheostomy was found broken at the hub while in use with a pt. The customer stated that she did not have any knowledge of how long the tube was in use or the end users cleaning process of the tube. The caller reported that at this time, no further info was available. A nellcor rep is attempting to collect further info regarding this report.